Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns is unknown. The patient's obituary identified the date of death. It was noted that the patient passed away at home. No additional relevant information has been unsuccessful to date.

Event description:
The cause of death was obtained and listed as status epilepticus, mental retardation, essential (primary) hypertension, and other unspecified convulsions. Based on the information available, the patient¿s death is unlikely related to vns.